Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported prolapse was unable to be replicated in a testing environment; however, intermittent pieces of teflon coating were noted on the coils. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. Interaction with other devices during removal (torque device, rhv) resulted in the noted intermittent pieces of teflon coating. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, 80% stenosed, de novo, mid right coronary artery (rca), after 3.0 x 38 mm non-abbott stent implantation and balloon dilatation, the turntrac guide wire was noted to be prolapsed at a saphenous vein graft (svg). A different non-abbott guide wire was advanced next to the turntrac and a microcatheter used as a support to retrieve the turntrac. The device was successfully removed from the vessel. There was no reported adverse patient effect or a clinically significant delay in procedure. A non-abbott guide wire was used to complete the procedure. Return device analysis revealed intermittent scraped and flaked teflon coating noted on the coils. No additional information was provided.